Event description:
The customer reported that the device failure occurred during pt care. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that no ECG 12 lead data was captured via the m1663a ECG trunk cable. Failure to capture 12 lead ECG signal could cause a delay in pt treatment. It was further reported that a 12-lead ECG trunk cable caused the problem. It was confirmed that there was no pt incident/injury. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.